Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: 4581 for colitis/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581. Appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced multiple symptoms, including nausea, sweating, blurred vision, frequent urination, and diarrhea, which persisted until approximately 11:00 am. At that time, the patient began vomiting. By approximately 3:30-4:00 pm, the patient attempted to drive to the emergency room (ER) but was unable to do so due to her condition. She returned inside her home and called 911 at approximately 6:00 pm to request ambulance transport. Emergency medical services arrived at approximately 6:10 pm and obtained vital signs. A fingerstick blood glucose measurement was performed, at which time the cgm displayed a value of 174 mg/dl, while the bg meter reading was 254 mg/dl. The patient arrived at the ER at approximately 6:37 pm. During the hospital evaluation, she underwent a CT scan, urinalysis, and blood tests. She was administered an unspecified anti-nausea medication, which provided partial relief. At approximately 2:00 am, the patient was informed that her intestines were inflamed (no further details reported) and that she was experiencing ketoacidosis. The patient received treatment including antibiotics (ciprofloxacin and metronidazole [flagyl]), potassium replacement, intravenous fluids (including saline), and reglan (metoclopramide) for gastrointestinal symptoms. She was advised to eat crackers and drink water to assess her ability to tolerate oral intake without further vomiting. Following this, she was cleared for discharge. The patient was transported home by her daughter, arriving at approximately 6:20 am the following morning. After returning home, the patient reported feeling woozy, rested, and slept until approximately 2:00 pm. Upon awakening, she reported improvement in her condition, though she continued to experience mild weakness. At the time of reporting, the patient was stable and remained on antibiotic therapy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.